Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test, due to loose and protruded drive support disk. Unable to perform occlusion and excessive no delivery alarm test, due to prime alarms. Insulin pump passed displacement tests. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the drive support cap on the insulin pump was protruded. Customer also experienced high blood glucose readings. No further information reported.